Event description:
It was reported to boston scientific corp on 12/11/2008, that a resolution clip device was used during a gastroscopy, with scleropathy using adrenalin to arrest bleed, performed in 2008. According to the complainant, when the physician "tried to clip the varice, the clip did not function properly and they were not able to continue with the procedure. The problematic resolution clipping device had to be removed from the scope, and be replaced with another resolution clip. When removed from the scope, the clip fell out of the cannulating device". The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.